Event description:
It was reported that pump touchscreen responded slowly and required multiple taps, and customer later reported recurring out of range issues while sitting or sleeping. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset and monitored performance, then switched to multiple daily injections as backup therapy when issues reoccurred, and technical support provided education on touchscreen use, storage mode, and pump return process, arranged shipment of replacement pump with updated software, and instructed customer to enter pump settings and reconnect continuous glucose monitor on replacement device.